Manufacturer narrative:
B5-additional information: replacement lens was implanted at a later date. The problem is resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+1.0/074 (sphere /cylinder/ axis) tore during loading. This was discovered after opening the vial on (B)(6) 2021. The cause of the event is reported as unknown.